Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the recommended bolus amount was inaccurate. Review of the pump settings verified that the pump time was incorrect by 12 hours. Blood glucose level was 93 mg/dl. Tandem technical support assisted the customer in successfully adjusting to the accurate time. The customer acknowledged that the pump was recommending the appropriate amount based on the timed setting, and that the pump was functioning as intended.